Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had slow login. The technical support specialist stated that issue was resolved after the customer opened access from the system to the microsoft crl urls. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a login delay. The customer stated that there is a login delay being seen and confirmed that the malfunction occurred when issuing medication to the patient and there was a delay in the process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation system had a login delay. The customer stated that there is a login delay being seen and confirmed that the malfunction occurred when issuing medication to the patient and there was a delay in the process. There were no adverse events or injuries reported based on this event.